Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to confirm failed battery test, low battery alert and unable to perform any tests due to blank display. Insulin pump received with corroded battery tube and slightly corroded battery tube spring noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phonecall that they that their pump was showing corrosion and replaced the battery. Customer could not get the pump to work and got a failed battery message. The blood glucose of the customer was 113mg/dl and the product will be returned for analysis.